Event description:
Customer called to report that the insulin pump was exposed to moisture damage. Customer stated that they got in the pool while wearing the insulin pump. Customer reported that the insulin pump has a blank display. Customer's blood glucose reading was 153 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no moisture damage on the electronics, motor, vibrator, keypad or battery tube assembly. No constant tone was noted. All of the buttons functioned properly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.